Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the luer lock connection became loose on multiple occasions. The user's blood glucose (bg) level was 600 mg/dl with large ketones. The user addressed bg level with a manual injection as well as a bolus and addressed ketones with water and insulin. Reportedly, the user reconnected the luer lock connection and resumed insulin delivery.